Event description:
Pt developed respiratory distress. Respiratory distress documented by abg. Physician requested ventilator to be changed and requested a performance verification to be performed on the ventilator. Pt appeared to stabilize on new ventilator after readjusting ventilator parameters and drug intervention. Pt did not suffer any permanent impairment. Date: 5/21/96 @ 10:54 am. Abg results: ph-7.034 be-5.5, paco2-176.3 o2sat-89.8%.